Manufacturer narrative:
The investigation into the product damage issue has been completed. The impella pump was returned for investigation. The purge connection between the filter and the diaphragm broke during the setup. The cause of the purge leak was damage to the reservoir to filter joint. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella cp device for mechanical circulatory support. While the impella was being primed and prepped, the team inadvertently broke the purge causing a purge leak. The pump was replaced with no patient harm reported.